Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, during dwell 4 of 6. The technical service representative (tsr) determined there was an open clamp on an unused supply line. Proper procedures per the user manual were reviewed with the hp. The hp was to finish therapy with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the cassette product is unknown at this time. The complaint was confirmed, based on the customer reported information. The cause of the system error (se) 2240 was a use error due to an open clamp.